Event description:
It was reported the patient experienced recurrent infections at the implant site and the patient was prescribed oral antibiotics (B)(6). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.